Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that the physician removed the pulse generator can from the pocket and removed the atrial lead from the header. Upon interrogation, the device exhibited intermittent capture and over sensing. The device was explanted and replaced.